Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant of the aveir leadless pacemaker (lp), the patient exhibited a large number of premature ventricular beats. Upon continuing the implant, it was suspected that the lp helix was compromised. The procedure was completed using an alternate pacemaker on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of docking issue was not confirmed. Final analysis found the helix length was out of specifications, consistent with procedure damage. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.